Event description:
The customer reported that while reprocessing his olympus gastrointestinal videoscope, the nozzle was found clogged, and consequently, reducing the angle. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ the nozzle was clogged, and the angles were insufficient. Additionally, the insertion tubing was crystallized and deformed. The grip, light guide tube, and switch box were all found worn. The cover was damaged, the light guide tube was cracked, and the switch plate was missing. The protector was scratched, the light guide lens as well as the objective lens was damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling and insufficient reprocessing. The event can be detected by following the instructions for use (IFU) which state: labeling review: the user can detect the suggested event properly by handling the device in accordance with the following IFU. Operation manual_ preparation and inspection: inspection of the endoscope. ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual_ inspection of accessories_ inspection of the air/water and suction valves. Note: ¿the air/water and suction valves are consumables. If the inspection of the air/water or suction valve reveals any irregularity, use new valves¿. ¿ check for excessive scratching or tears in the air/water valve¿s seals.¿ injection tube (mh-946). Inspection:¿confirm that all components of the injection tube are free from cracks, scratches, flaws, and debris.¿ reprocessing manual_ function and inspection of the accessories for reprocessing. "Aw channel cleaning adapter (mh-948)_ inspection: check for debris, cracks, scratches, and other damage." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during reprocessing the nozzle is clogged and angle is reduced on their gastrointestinal videoscope. There was no patient involvement during this event.